Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned loaded in its dispenser coil. Visual and microscopic examination of the returned device revealed that there was no anomalies observed with the ptfe coating. The guidewire was conforming to all visual specifications. The guidewire was slightly bent on its distal section just proximal to the distal shaped section. No anomalies were found during functional testing. Information from the complaint indicated that the reported event occurred during preparation. Returned device analysis found no anomalies or defects that could have caused or contributed to the reported issue. Therefore, an assignable cause of "unable to confirm the complaint" has been assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during preparation, the coating of the subject guidewire came off and "bits" were floating in the water while the device was soaking in the bowl. There was no patient involvement.